Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: there was no pump history available from the time of the reported event due to continued patient use of the pump. The available pump data showed loss of prime warnings associated with the pump not being primed after the pump was powered on. No other loss of prime warnings were observed. The pump was exercised for 24 hours without issues. A force sensor calibration test confirmed the pump was detecting the correct force. The pump was opened and no damage or defects were found with the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings which continued after the supplies were changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.